Event description:
It was reported a patient with a bicuspid aortic valve and coronary artery disease underwent (B)(4) and aortic valve replacement surgery due to aortic stenosis. Intraoperatively the valve was implanted without incident. Upon removing the patient from bypass, the surgeon noticed a thrill in the aorta and a tee revealed an elevated gradient. Cardiopulmonary bypass was reinstituted and noticed one of the leaflets was not moving. The valve was explanted and replaced with another manufacturer's valve. Upon explant, the valve leaflets were able to be opened. The patient was reported to be doing well after surgery. Additional information has been requested.